Event description:
While doing an upgrade to a biventricular intracardiac defibrillator procedure on the pt, the physician attempted to place a lead through a bard 10.5 safe sheath through the pt's subclavian vein, discovered a blockage inside the sheath that would not allow the passage of the lead. After many attempts, and trouble shooting the physician ended up removing the sheath and found the inner plastic seal of the sheath had broken off from the hub and lodged itself about three quarters of the way into the sheath. The sample has been returned for eval and the pt is in stable condition.